Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the nurse performed the clamp test and handed the device to the surgeon. The surgeon approached to the tissue, and pressed the green button and tried to fire the device, but could not fire it. The event occurred during the procedure, but the product was not used for patient.